Event description:
It was reported that the patient presented overnight in the emergency department with pump off alarms on the history screen. There were low flow events on (B)(6) 2022. The cause of the low flows resolved but the cause could not be confirmed. The event log appeared to have contained data from a backup controller that was recently connected to the patient's pump. The pump appeared to have been connected and disconnected twice before the final/third connection on (B)(6) 2022. These connections took place between 12:47am and 1:33am. After the final reconnect the pump appeared to regain the set speed and run normally with a few low flow estimates recorded. On (B)(6) 2022 the system controller recorded a loss of external power while connected to mobile power unit (mpu) power. The controller¿s emergency backup battery was used to support the system during this event. At 0:42:58 power was restored to the mpu and the power alarm condition was resolved. At 0:48:08 the controller recorded a second loss of external power while connected to mpu power. At 1:04:16 the log file indicates that power was restored to the mpu. Driveline was still disconnected. At 1:04:50 the driveline was reconnected to the system controller and motor speed returns to 5100 rpms. At 1:33:14 another driveline disconnect event was recorded. This would have resulted in a pump stopped event. At 1:33:59 a controller shutdown sequenced was started. At 9:31:56 the controller was connected to a power module. The data from the backup controller previously evaluated indicated that, at the times of driveline disconnect events from the primary controller, a switch to the backup controller was made. Related manufacturer reference report # 2916596-2022-01393; 2916596-2022-01362; 2916596-2022-01403

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿driveline disconnect, pump off, low speed hazard, low flow hazard¿ alarms was confirmed with the submitted log files. It was noted the log files were retrieved from two system controllers (serial # (B)(6)) and the events are interpreted in order of the time captured between them. On february 26 12:42 am, a no external power alarm event was captured. The alarm was related to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and the pump speed value (5,100 rpm) was unaffected. Power was restored from the mobile power unit and the no external power alarm cleared. At 12:47 am, the driveline was disconnected, and associated hazard alarms became active (lvad off, driveline disconnect, low flow). (Serial # (B)(6)). At 12:47 am, the driveline was connected to the system controller and the system recovered to the patient stored value of 5,100 rpm. At 1:03 am, the driveline was physically disconnected, and associated hazard alarms became active. Approximately 20 seconds later, the driveline was connected to the system controller. At 1:04 am, the driveline was physically disconnected, and associated hazard alarms became active. (Serial # (B)(6)). At 1:04 am, the driveline was connected, and the system recovered to the patient stored value of 5,100 rpm. At 1:33 am, the driveline was disconnected, and associated hazard alarms became active. Both power cables were disconnected, and the shutdown sequence was initiated shortly after. (Serial # (B)(6)). At 1:33 am, the driveline was connected to the system controller and the system recovered to the patient stored value of 5,100 rpm. The driveline remained connected thereafter. (Serial # (B)(6)). The evaluation could not determine the sequence of events that led to the initial physical disconnection of the driveline. Additional information indicated no products are returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # hsc-103412) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 01aug2021. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ and low flow alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm : 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Low flow alarm indicating flow is less than 2.5 lpm. 1. Ensure that the driveline is connected to system controller. 2. Ensure that a power source is connected to system controller. 3. Clinically evaluate patient. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also, in section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Important! Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.